Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection (not further specified). The cause, the treatment for, and the outcome of the infection were not reported. On an unreported date, the patient underwent pd catheter removal for an unreported indication. No further detail was provided regarding whether the patient was hospitalized for the infection or regarding the action taken with pd therapy. No additional information is available.